Manufacturer narrative:
The event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-02969. It was reported that after the patient was implanted with a trial lead system, they began experiencing nerve irritation and a new onset of pain in their feet. The patient described their pain as a burning sensation. The patient underwent a surgical procedure in which their trial leads were explanted.